Event description:
It was reported that the patient complained of instability. The doctor removed the head and poly and replaced with a new head and crosslinked poly.

Event description:
It was reported that the patient complained of instability. The doctor removed the head and poly and replaced with a new head and crosslinked poly.

Manufacturer narrative:
An event regarding instability involving a omnifit ser. Ii insert-10 deg. Was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. Medical evaluation not performed as no medical records were received. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Manufacturer narrative:
It was noted that the patient would not release the device for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.